Event description:
It was reported that pump showed red blinking light around pump button about every 10 minutes without any alerts or alarms, and customer also experienced intermittent cgm connection, broken pump case, bothersome frequent alerts and alarms, and tubing that sometimes felt too long. There was no reported impact to the customer¿s blood glucose level. Customer did not request follow-up, and no additional corrective actions or troubleshooting steps were documented.